Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history is as follows: time: 7:30 pm, bg (mg/dl): cho (g): 25, bolus (u): 3.2; 8:30 pm, 200, 2.5; 8:48 pm, 277, 0.59; 9:16 pm, 299, 2.5. The pod was removed and she noticed the cannula was kinked. Her bg was reading at 350 mg/dl at the time of the call.